Event description:
It was reported via maude report that during treatment for retinopathy the subject device stopped working requiring a second procedure to complete the treatment. It was further reported that there were no complications to the patient.

Manufacturer narrative:
A lumenis technical specialist concluded that the root cause of the reported event was a failure in the laser tube. Subject device is beyond 15 years in operation and outside the life expectancy for the laser tube sub system. Lumenis medical staff evaluated the reported malfunction and concluded no opportunity for permanent impairment of serious injury persisted.